Manufacturer narrative:
Device evaluation: no suspect product was received; however, a photo was provided by the customer. The picture shows an eye being implanted (ia tip and hook observed in eye anterior chamber) with an intraocular lens claimed to be a tecnis eyehance toric ii iol preloaded in the simplicity delivery system model diu. It can be observed toric marks at 3:00 and 9:00 in relation to the picture orientation, which correspond to a toric lens, in addition, it can be observed a tore/crack like mark with triangular shape, located paracentral to the iol visual axis. Due to the mark location, it could be possible to experience some impact in patient¿s visual function; however, the definitive impact, its severity and the incident root cause cannot be determined per a photo assessment.. No further issues were identified and no further evaluation was performed. The complaint issue "cosmetic issues" was not identified during photo evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications . No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in the initial MDR, the patient status was reported as unknown and was addressed incorrectly. Therefore, this supplemental filing is to correct the comment initially entered. The patient status was reported as the patient has no visual effects from it now. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a scratch on the optic of a preloaded toric ii monofocal intraocular lens (iol) after insertion. Surgeon decided to see if the patient will have visual issue before removing and replacing the lens. There was no incision enlargement, no sutures and no vitrectomy required. The patient status reported as unknown. No further information received.